Manufacturer narrative:
Retention crrs (I and ii), lot x231 was positive for the k antigen. The customer returned a sample. 2_cell testing was performed on an in-house galileo with customer's sample using retention capture-r ready-screen (I and ii), lot x231. The sample was nonreactive with both cells. Hemagglutination tube testing was performed with this sample using cell I (k+k+) and cell ii (k-) from retention panoscreen I, ii, and iii, lot 09551. Immuadd, was used as potentiator. The sample was nonreactive with both cells in all phases of testing.

Event description:
Customer reported a missed kell antibody on a patient samples using the 2_cell screen assay on galileo .